Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. The exp date was reported as unknown in the initial report and has been updated as 12/31/2049; therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A non-conformance search was performed for this product code 254601; lot #0607249 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). The expiration date is not currently available. Associated medwatches: 1221934-2018-51189 and 1221934-2018-51191.

Event description:
Postoperative pain. This is a legal case. The patient accepted unknown procedure in 2007. No anomalies were observed during at that time. After several years patient felt pain and doubted quality of implant. Then patient sued hospital and requested quality certification of device. Further information will be updated if available.